Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman truseal access systems (was) and 3 watchman flx laa closure device and delivery systems (wds) were used. The first was advanced into the laa after the trans-septal puncture and there was noted to be a lot of torque. It was also noted that the patient had tortuosity at the femoral level that could have affected the maneuvers with the was. The wds was advanced into the was. The closure device was deployed, but did not meet the release criteria, so it was recaptured and removed. A kink was noticed in the was, so it was also exchanged. The new was positioned in the laa and there was noted to be a lot of torque. The second wds was advanced into the was. This closure device was also deployed, but again did not meet the release criteria. The wds was recaptured and removed. A kink was also noticed in this was, so it was exchanged. A third was positioned in the laa and the third wds was advanced into the was. This closure device was deployed, but again did not meet the release criteria. The wds was recaptured and removed. There was no issue with either was or wds. The procedure was unable to be completed with these devices. There were no patient complications. The patient may receive a different non-bsc device in the future.